Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. The device was not returned for investigation. This evaluation occurred on july 21, 2023. Fluoroscopy of the disc position before collagen deployment was not obtained, and the images were not provided to cardiva medical inc. It should be noted that imaging is specified in the IFU to locate the disc position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: fluoroscopy was not utilized to verify disc placement; therefore, it cannot be determined if the disc was properly placed for deployment. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event but this is unknown. It is not known whether the procedure caused the plaque to occlude the artery 4 months post procedure, but it has been determined through the pathology report that the material that occluded the artery was plaque and not the collagen plug.

Event description:
Patient had a diagnostic abdominal aortagram procedure on (B)(6) 2023. After the procedure, the vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. Patient ambulated and there were no issues at that time, but patient did complain of left leg pain post procedure the patient was later discharged. It should be noted that imaging was not taken to verify placement of collagen plug. Patient saw a vascular surgeon and on (B)(6) 2023 patient had procedure at banner thunderbird to remove a blockage that was intra-artery and was gelatinous material. Surgery was successful. Additional information received on june 28, 2023. Pathology report from incident provided and it states that the mass that was removed was "tubular shaped fragments of yellowish-tan plaque"